Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date ¿one month¿ prior to the alert date of (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿300, 190 and 180mg/dl¿ with the subject meter performed within 20 minutes of one another. The patient stated that they manage their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. ¿immediately¿ after the inaccuracy occurred, the patient stated that they experienced the symptoms of ¿sweating and shaking¿, and self-treated by eating some fruit an unknown period of time after this. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.